Manufacturer narrative:
One 8.5mm custom tts foam cuff tracheostomy (trach) tube was returned for analysis. On arrival the silicone cuff that covered the foam was noted to be ripped/torn; exposing the foam underneath. The cuff was assessed under magnification; no manufacturing defects visible under magnification. The cuff was removed and the wall thickness was measured using thickness gage. The cuff thickness measurements were all within specification. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a split in the foam of the cuff. This occurred after the bivona tracheostomy tube was re-processed for the first time. The tube was only a month old at the time of the incident. An emergent tracheostomy change was performed. No further complications were reported.